Manufacturer narrative:
The previously reported information was not selected. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic device check-up, the left ventricular lead would not capture at any output due to the lead having been pulled all the way back to the device pocket. The physician alleged the lead dislodged due to the narrow shape of the device allowing it to move in the pocket. The lead was removed and replaced. The patient was stable after the procedure.